Manufacturer narrative:
(B)(4). A review of the finished product lot history records did not reveal any nonconforming material records for this lot.

Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that the voyager balloon burst while being inflated at 12 atmospheres. The rupture was thought to be related to the calcific stenosis. No patient effects have been reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The device was not returned for analysis and may have assisted in the evaluation. The anatomical conditions reported moderate calcification which could have contributed to the reported balloon rupture. In this case, it is likely that the balloon interacted with the calcification and contributed to the reported balloon rupture. The reported balloon rupture appears to be related to the circumstance of the procedure. Reviews of the device lot history record did not produce any findings relevant to this report. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.